Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a myoma procedure, the bag was broken. The user changed to a new device to resolve the issue. There was no patient involvement.